Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker went into backup mode due to a power on reset. The pacemaker was successfully restored. The asymptomatic patient was in stable condition.